Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Reportedly, the customer was using non-tandem charging supplies to charge the pump. The customer's blood glucose was 182 mg/dl. The customer began using tandem-provided charging supplies and continued to use the pump with no further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.